Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. X-ray examination showed that the inner coil at the connector region was over-torqued and some filars were found broken consistent with procedural damage. After cleaning and applying torque to the inner coil, the helix could be retracted and extended. The helix extension length met specification. The reported event of high pacing lead impedance was not confirmed. Electrical testing did not find any conductor fractures. All the damages found are consistent with procedural damage. The cause of the reported event of helix mechanism issue was isolated to the over-torqued inner coil at the connector region and helix being clogged with blood/tissue.

Event description:
It was reported that during an implant procedure, the right ventricular (rv) lead was found to exhibit high pacing impedance and difficulty in both extending and retracting the helix after being placed into the body. The rv lead was not used and a new rv lead was implanted to successfully complete the procedure. No patient consequences were reported.